Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited error code "no disposal" alarm. It was reported that the patient was able to successfully switch to back up pump and continue infusion. No patient injury reported.